Event description:
Boston scientific received information that this left ventricular (lv) lead appeared to be coiled up in the right atrium. The lead was explanted and replaced with no issue. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product was kept by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.